Manufacturer narrative:
The initial reporter was the patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a device manufacturer representative regarding a patient receiving an unknown drug via an implantable infusion pump. The indication for use was non-malignant pain. It was reported that an active motor stall was seen at the initial interrogation of the pump. It was unknown if the patient had recently received had an magnetic resonance imaging performed. It was reported that the patient was in the hospital due to an unrelated event and was unable to give himself a personal therapy manager (ptm) bolus due to code 8476 being displayed. The caller could not perform any troubleshooting due to not currently being with the patient. The caller stated that the patient did not sound like they were in distress and no symptoms were reported. No further complications have been reported as a result of this event.